Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling and lamella were defective and the blades were damaged. This was attributed to normal wear. The coupling was restored and the lamella replaced. The device was repaired and returned to the customer on (B)(4) 2012.

Event description:
Device was returned for service with the complaint that "the motor did not run very well and was noisy during the operation." This is report 1 of 1 for complaint #(B)(4).